Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 8fr angio-seal vip device was returned for product analysis. The device was not returned with any accessory components. The returned device was subjected to visual analysis where a blood-like substance was found along the device. The hemostatic sheath was mated with the device cap and the deployment sleeve was found in the forward lock position with the color bands hidden. The tamping tube was fully visible outside of the hemostatic sheath. The portion of the suture with the clear shrink-wrap marker was also visible. The anchor and collagen were present distal to the tamping tube. The collagen was tamped. There was no deformation to the anchor. The deployment sleeve was then examined under the microscopy. There was no indication that the proximal prongs of the deployment sleeve had been moved or dislodged. This implies that the device was never in the full rear lock position. The complaint could be confirmed for deployment difficulties as the anchor and tamped collagen were still attached to the suture, which was intact with the remainder of the device. However, if the device had been deployed properly, the collagen and anchor would have remained in the patient. The deployment difficulties may stem from the deployment sleeve not being in the rear lock position. The returned device appeared consistent with additional force being applied to the device, which caused the device to pullout after tamping the collagen. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history records of the product code/lot# combination was conducted with no relevant findings. A search of the complaint files did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal deceive failed to deploy the intravascular anchor and passage to the soft tissue of the scarpa triangle. It was reported that the patient consequences had a local hematoma without further complication with minor harm or significant clinical consequences. It was reported that the corrective measures were local exploration by incision of 3 cm. Extraction of the intra and extravascular anchor. Manual compression was performed for 1 hour 10 minutes. Additional information was received on august 22,2017. There was not a considerable loss of blood. Wound of wall without necessity of point of suture. During the removal of the device, resistance was felt and the external disc remained stuck/jammed. There were no components detached or left in the patient. Minimal surgical exploration under local anesthesia was necessary. A check with an ultrasound was necessary.